Manufacturer narrative:
Device was used for treatment, not diagnosis. Gaebler, c. Et al(2001) "rates and odds ratios for complications in closed and open tibial fractures treated with unreamed, small diameter tibial nails: a multicenter analysis of 467 cases", journal of orthopaedic trauma,vol.15, no.6,pp.415-423. This report is for an unknown (utn) tibial nail system. Additional common device name and device product code: hwc - screw, fixation bone. (Other number) UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article. Gaebler, c. Et al(2001) "rates and odds ratios for complications in closed and open tibial fractures treated with unreamed, small diameter tibial nails: a multicenter analysis of 467 cases", journal of orthopaedic trauma,vol.15, no.6,pp.415-423. A retrospective multicenter analysis of complications in patients treated with small-diameter tibial nails using an unreamed technique was conducted by sending a concise evaluation sheet to four level I trauma centers in europe. 467 tibial fractures (456 patients), treated with small-diameter nails between 1988 and 1997, were included in this study (ratio of men: women, 2:1) using radiographic analysis. Fracture breakdown into different ao/ota groups showed 135 type a fractures, 216 type b fractures, and 116 type c fractures.265 fractures were closed fractures and 202 were open fractures. Surgeons of center 4 preferred to treat ao type b and c fractures with unreamed nails. The other 3 centers involved other manufacturer's products. Center 4 used the utn (synthes ao/asif, (B)(4)) with nail diameters of 8 and 9 mm in 181 cases. Analysis showed 5 deep infections, 43 delayed unions, and 12 nonunions. Compartment syndromes occurred in 62 cases screw fatigue in 47 cases, and fatigue failure of the tibial nail in 3 cases. Early postoperative problems were detected in 12.6 percent of the cases. There were twenty-six cases of malalignment (defined as varus or valgus angulation and antecurvature or recurvature of more than 5 degrees). 10 cases were from center IV (utn). Twelve of these patients required a revision surgery. Fracture distraction of more than three millimeters was found in 23 cases after surgery. 20 cases were from center IV (utn). A revision was performed in one of these cases. In the other cases, it was decided to wait for radiographic evidence of callus formation or dynamize the nail if no bridging callus was seen after 6-12 weeks. Acute compartment syndromes requiring fasciotomy developed in 62 cases. 47% of these compartment syndromes were observed in closed fractures, and 53%percent were seen in open fractures. The most common and reliable symptom was disproportional pain in combination with swelling, sensory symptoms of peroneal nerve involvement (usually lack of sensation in the first dorsal cleft between the great and second toes), and increased pain attributable to passive stretching of the big toe. Diagnosis of deep wound infection was based on the following criteria: presence of local signs of inflammation, such as redness, erythema, or swelling; presence of purulent discharge; and direct or indirect bacterial confirmation, (wound or blood cultures). Deep infections developed in 5 cases. Debridement was successful in all of these, and there were no cases of chronic osteomyelitis. The deep infections occurred only in midshaft and distal third fractures. 76% of the delayed unions occurred in patients of center 4. Treatment of delayed union was dynamization in 8 cases, removal of the implant and reamed nailing in 11 cases, cancellous bone grafting in 5 cases, and additional plating or stabilization with an external fixator in 3 cases. Analysis showed nonunion in 12 cases. This is report 1 of 3 for (B)(4), for an unknown synthes (utn) tibial nail system.